Event description:
A other health care professional contacted technical service to report that the totalcare bed is not working while plugged into the wall. The customer stated that they unplugged the power cord from the wall and when they reached down to unplug the power cable from the pcm board it sparked and burnt the board upon removal. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The device was not requested for service since troubleshooting and solution was provided via phone where it was determined that the pcm board would need to be replaced to resolve the issue. The totalcare bariatric bed or totalcare bariatric plus therapy system is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The totalcare bariatric bed or totalcare bariatric plus therapy system is intended to provide a patient support to be used in health care environments. The totalcare bariatric bed or totalcare bariatric plus therapy system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acute sub-acute care, post anesthesia care unit and sections of the emergency department. The part # for a replacement pcm board was provided to the customer to resolve the reported event. Based on this information, no further actions are required. Although there was no reported injury associated with this event if the power cord were to spark during use it could lead to serious injury or death.